Event description:
It was reported that the right ventricular lead exhibited high capture and low impedance. The lead was capped and replaced. The patient was in good condition.

Manufacturer narrative:
(B)(4).